Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation. Per dfu-0111-7 at revision 0. G. Precautions. 4. Bio-tenodesis screw only: use the appropriate size arthrex drill to create a pilot hole in the bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/15/2023, it was reported by a sales representative via phone that an ar-1540bc biocomposite-tenodesis screw 4 x 10 mm had an issue. During a carpal metacarpal arthroplasty procedure on (B)(6) 2023, when the surgeon was trying to implant the screw, it was not as tight of a fit as preferred, and the device would not seat correctly. The screw was removed in one piece, nothing broke inside the patient, and a mini tightrope implant system with an unknown part and lot number was used to complete the procedure successfully. There was no case delay and no harm to the patient. The screw was discarded by the facility, no pictures were taken. This occurred during use with no patient harm.